Manufacturer narrative:
Internal report reference number: (B)(4) . B2: adverse event report is being submitted due to customer contacting doctor due to meter displaying . Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-051: user mechanical stress (possibly dropped, broken, mishandled). Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated that as she had been unable to test, she had contacted her primary care doctor after the initial call; doctor had provided customer with a new meter. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for meter displays . Customer did state that she had dropped the true metrix meter. Customer stated that there was no damage to the product. During the call the customer pressed the meter button, inserted a test strip and the true metrix meter displayed = = =. The customer reported symptoms of headache and feeling shaky and jittery. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/25/2025; product storage and open vial date were not disclosed.